Manufacturer narrative:
Patient diagnosed with bilateral late-forming seroma, capsular contracture (no baker grade reported) and suspected double capsule. Patient tested negative for bia-alcl. Subject devices discarded by physician.

Event description:
Patient diagnosed with bilateral late-forming seroma, capsular contracture (baker grade not reported) and suspected double capsule. This report is for the right-side device.